Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which they acknowledged and understood.